Event description:
A malfunction was reported on a customer's pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer was initially unable to reset the pump, but technical support later provided assistance to successfully reset it. After the reset, the malfunction did not recur, and the customer was cleared to continue using the pump with instructions to contact support if further issues arose.